Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline in remote smart service (rss). A field service engineer (fse) contacted the customer and confirmed that the screen was completely black. The fse guided the customer through turning off the station using the toggle switch and restarting it. After the reboot, the station loaded normally and resumed proper operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower station was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower station was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.